Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that air bubbles were observed within the cartridge. There was no reported impact to customer's blood glucose level. Customer declined further troubleshooting with tandem technical support, therefore no additional information was obtained.